Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -11.00/+4.0/110 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2021. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault and the patient experienced a refractive surprise. The lens was repositioned on (B)(6) 2023 and the problem was resolved. The lens was replaced with a longer lens and the problem was resolved.